Event description:
Additional information was received from the patient. It was reported stimulation was only felt on the right side of their stomach. Nothing was felt at all in si joints which is where the stimulation was supposed to be. The hcp assumed the right lead had moved/shifted. The patient was now pursuing the lead revision surgery. They had been putting it off until the battery also needed to be switched/upgraded. The patient was currently pursuing surgery. They would be meeting with a rep on (B)(6) at their hcp's office to hopefully plan and schedule the surgery. The patient stated they'd known for about 8 of the going on 9 years that they've had the stimulator that they would eventually need a lead revision because the leads were not placed quite high enough when they had the stimulator surgically "installed". The patient met with several different medtronic representatives (reps) over the years, the last time being in august of 2022. Every rep has tried adjusting the stimulation to try to capture their most painful areas, but ultimately could not. They told the patient their leads were placed slightly too low to capture the needed areas, and the patient would need a complete lead revision to be able to reach those areas. They did have the trial before the "install" and the lead placement was great during the trial, not so much after it was permanently placed. The patient did not and still does not want to go through the surgery all over again, so they decided to wait until the battery died and do it all at the same time. Their battery was due to shut off on (B)(6) 2025 , which was something the patient was not told about. They found out because they called to get a replacement cord for their charger and were told at that time that their unit was due to shut off on/around their 9 year anniversary of the "install". The stim may not be completely capturing the needed areas, but it's definitely doing something. The patient doesn't want to go without it, so they were now pursuing the lead revision and battery swap.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3 date of event is unknown, see b5 narrative for context surrounding date of event. Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted:(B)(6) 2016; explanted: product type lead product ID 977a260 lot# serial # (B)(6); implanted: b)(6) 2016; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-mar-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 24-feb-2019, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Caller mentioned that their implant is nearing the end of life and they can tell because they have to recharge more often. Caller confirmed they have seen eri. Caller mentioned that they are putting off the replacement because they need a complete lead revision due to the right lead not working at all. Caller stated the right lead only goes into their stomach, so the representative turned it off so it's only running on the left lead. Caller noted that from the beginning the leads were not placed quite high enough, so they're not targeting the area they need them. Caller stated they first became aware of this probably 2-3 years ago. Agent redirected caller to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016 explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that the surgery took place on (B)(6) 2025. They will be working with a manufacturer rep on 9/30/2025 to turn on and "tweak" their new device.